Event description:
It was reported that on (B)(6), 2010, after predilatation of the lesion, a 3.5 x 15 mm and a 3.5 x 23 mm xience v stent were implanted in the distal and proximal descending right coronary arteries (rca). On (B)(6), 2010, the patient stopped taking anti-thrombotic medicines due to alveolar hemorrhage. On (B)(6), 2010, the patient complained of chest pain and visited a hospital. Thrombosis was confirmed that was treated with balloon angioplasty. A physician commented that thrombosis occurred due to drug withdrawal. The patient was discharged from the hospital; however, the date of discharge is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 6 mm sprinter legend, 2.5 x 15 mm lacrosse; 2.5 x 15 mm powerline; guide wire: runthrough; guide cath: launcher sal1.0; stent: 3.5 x 23 mm xience v (1009542-23/unk) there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the patient stopped taking anti-thrombotic medications due to alveolar hemorrhage, it should be noted that the xience v IFU states that: antiplatelet therapy should be administered post-procedure. Patients who require early discontinuation of antiplatelet therapy should be monitored carefully for cardiac events. At the discretion of the patient`s treating physician, the antiplatelet therapy should be restarted as soon as possible. It is unknown whether the early discontinuation of the anti-thrombotic medications contributed to the reported patient effects. The 3.5 x 23 mm xience v (1009542-23/unk), is being filed under a separate MFR#.